Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the control unit had discoloration and there were scratches noted throughout the device. It was also noted that the image had a stain due to damage to the image guide bundle and water tightness was lost due to cut on the bending section rubber. The image guide bundle has significant breakages and the forceps channel port was dirty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus field service engineer, that the bronchofiberscope had black spots in the image and air/water leak from the insertion tube/bending section. The issue was found during reprocessing. Inspection and testing of the returned device found that the forceps channel port was shaved. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it's likely the biopsy port was scraped due to rubbing of the cleaning brush coil sheath. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 "preparation and inspection of the endoscope" 3. "Inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities". Olympus will continue to monitor field performance for this device.